Event description:
It was reported that the user forgets to unclamp the secondary tubing, which results in delayed or failure to administer medications via intermittent infusion. Customer states "although the pump now has a prompt to remind users to verify the secondary clamp is open, unfortunately, it hasn¿t been effective at mitigating this error." There was patient involvement but unknown outcome. A report was received from health canada's canada vigilance program which states, "patient due for IV antibiotic (cefazolin 2g IV) at 1400. Night nurse came to see patient and noticed secondary tubing was clamped and antibiotic bag full. 1400 dose antibiotic was not administered by day nurse."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the user forgets to unclamp the secondary tubing, which results in delayed or failure to administer medications via intermittent infusion. Customer states "although the pump now has a prompt to remind users to verify the secondary clamp is open, unfortunately, it hasn¿t been effective at mitigating this error." There was patient involvement but unknown outcome. A report was received from health canada's canada vigilance program which states, "patient due for IV antibiotic (cefazolin 2g IV) at 1400. Night nurse came to see patient and noticed secondary tubing was clamped and antibiotic bag full. 1400 dose antibiotic was not administered by day nurse."

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, b, c, d codes.